Manufacturer narrative:
This report is submitted on march 22, 2022.

Event description:
Per the clinic, the patient developed cellulitis around the abutment site (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). This report is submitted on may 04, 2022.